Manufacturer narrative:
The customer¿s report that the male luer lock broke was confirmed. Visual inspection showed that the distal male luer was cracked along the side and top of the hub. Markings were observed along the luer tip indicting that the component had previously been mated. The mating component was not received for inspection. No tool markings or any other damages were observed. During testing, while attempting to attach the distal male luer component to a lab set's mating component, the crack spread apart further and the hub was unable to make a secure engagement to the mating component. The root cause of the crack is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the y-site collar of the tubing cracked and was stuck inside patient's PICC line. There was no patient harm.